Event description:
Invalid result (s). This is a bad test kit. Bought 4 kits from two different stores four days apart. All test kits used gave ambiguous results. In 3 tests so far the t line was a faint optical illusion. The test looked negative when just held and looked at, but when magnified shows a very faint t line. 1)is this positive or not? 2)if positive, a person could totally miss this and walk around with covid. Pics show test from regular distance then with magnification. All 3 tests have all been like this.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.